Event description:
Additional information received indicated the patient expired.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac arrest could not be conclusively determined.

Event description:
Related manufacturer reference: 2182269-2017-00092, 2182269-2017-00093, 3005334138-2017-00122, 3008452825-2017-00180. Following a ventricular tachycardia ablation, a cardiac arrest occurred. The patient became hypotensive and cardiopulmonary resuscitation was performed. A transesophageal echocardiogram and pulmonary angiogram were performed, but no issues were noted. There was no coronary blockage but the patient was put on bypass and was admitted to the intensive care unit and placed in a medically induced coma. There were no performance issues with any abbott device.